Manufacturer narrative:
The event of breast cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cancer-breast.

Event description:
Healthcare professional reported unknown side "breast cancer". Device remains implanted.